Event description:
It was reported that the patient went in for an MRI (magnetic resonance imaging) in 2014 because, he had a cyst on his spine. At the time the patient had been told by the healthcare professional (hcp) told the patient to go to the hospital; there was ¿nothing they could do about it¿ and it was bulging. The patient stated that the pain had been getting worse and thought the cyst might be growing. They thought the catheter was ¿cresting off at the top¿ as of 2015 (B)(6) which was the reason for the recent MRI. The pump was used to infuse dilaudid (hydromorphone), morphine (unknown), and bupivacaine. No intervention or outcome was reported for this event. Follow up was being conducted for additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).